Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke in the sterile processing department. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture found a piece of the impactor pad has fractured off. The device was not returned for further evaluation. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.